Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , e1 ( event site email ). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the power management board (0670-00-1162) functional tested without any failures. All work was performed on the maintenance so# (B)(4). Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications the failure analysis and testing dept. Received part number 0670-00-1162 with a reported unit failure of a fault code 139 found during annual maintenance. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No fault codes or failures confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Event description:
It was reported that during semi-annual maintenance, cardiosave intra-aortic balloon pump (iabp) found fault code 139 5 times in the logs. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.